Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6947, implantable tachy lead, 2007 (B)(6); d354trg, implantable cardioverter defibrillator, 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance. The rv lead was capped and replaced. It was also reported that the left ventricular (lv) lead had high and unstable thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.